Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient not for date of issue. The data was reviewed on 01/27/2015 and confirmed the reported event of inaccurate bg values.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's father did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint sensor device was not returned to dexcom. The receiver device ((B)(6)), used with the complaint sensor device, was returned on 02/26/2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the received errors report confirmed the reported event of inaccurate blood glucose values. A definitive root cause could not be determined.